Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that resistance was met during advancement through the moderately tortuous vessel to the heavily calcified av fistula. During the second inflation at 18 atmospheres, the nc traveler balloon ruptured. The device was removed and a different balloon dilatation catheter was used in the procedure. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.